Manufacturer narrative:
The reported event of separation failure was not confirmed. The reported event of stretched helix was confirmed. Final analysis found the outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. No other anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was found that the atrial leadless pacemaker (lp) failed to separate from the delivery catheter, which ultimately resulted in the device dislodging from the cardiac tissue while being tethered to the catheter. It was further noted that the lp could not be redocked during procedure. It was elected to complete the procedure on (B)(6) 2024. The patient was stable.